Event description:
The physician attempted an arteriotomy closure using the starclose device after an interventional procedure in the right common femoral artery(cfa). A femoral angiogram was done which confirmed the puncture site to be in the right cfa and reported to be greater than five (5) millimeters and heavily calcified. Hemostasis was achieved with the device but no distal pulses were felt after the close. A puncture to the contra-lateral groin was done. The physician "took a shot" and found a vessel occlusion. The physician stated the occlusion had occurred after plaque had been disrupted from the vessel wall. A sheath was placed and a wire used to puncture through the plaque. Blood flow was restored and pt is reported to be "fine". No additional hospitalization was required.

Manufacturer narrative:
The device was not returned for evaluation, but the lot info was provided. Review of the device history record for this lot did not produce any findings relevant to this investigation.